Event description:
The user reported that during a percutaneous coronary angiography procedure air leaked from the port where the syringe connects to the manifold. The suspect device was replaced. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The suspect device has not been returned for evaluation. The user did not indicate if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.